Event description:
In treating the sfa (off label use) was a left access over the horn approximately 1/4" of the stent had deployed when the thumbwheel stopped turning. The physician decided to remove the sds and removed the device completely without incident; however, a small amount of tissue was found on the stent once outside of the patient's body. A non-guidant stent was used to treat the lesion without incident. There was no patient injury or effect, there was no vessel dissection or perforation and no medical or surgical treatment was performed: